Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of an amia cassette without an alarm. This occurred during last drain of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was reported that there were air bubbles inside the patient line and the gauze that covers the transfer set was damp. It was further reported that the patient "may not have connected the patient line tight enough to the transfer set". Renal therapy services advised the patient to end the therapy session. The patient was retrained on the importance of thoroughly checking all connections prior to commencing peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.